Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and gastroparesis. The reported blood glucose reading was 506 mg/dl. The customer reported no significant events leading up to the hospitalization. Nothing further was reported.